Manufacturer narrative:
Device 2 of 6. E1: patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced six infusion set infusion set fell off during use. The events occurred between (B)(6) 2024. The blood glucose level at time of event was noticed 12mmol and patient resolved it by taking control iq adjusted insulin with a autocorrection bolus. No further information available.